Manufacturer narrative:
During an internal review on 5/5/2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 6/18/2021 and section h4 manufacture date has been updated with 6/9/2018. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a ez steer¿ thermocool® nav bi-directional catheter, and the patient suffered a cardiac tamponade. During the mapping phase, the patient had a cardiac tamponade. The physician solved the problem, and the patient was ok. It is unknown what intervention was performed. The patient required extended hospitalization of an extra day for monitoring. Physician¿s opinion on the cause of the event is that it was patient condition related. The irrigation was set for 2ml/min as this was mapping phase. There was no transseptal puncture performed. No ablation was performed. No steam pop was noticed prior to the event.